Event description:
It was reported that the green protective patient line cap of an amia cassette disconnected from the patient line. This issue was further described as, ¿green protector cap on the patient line fell off¿. This even occurred while training the nurses on peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was received for evaluation with the green cap attached to the patient connector. A visual inspection was performed with naked eye with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.